Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced clogging/ blocked cannula. The following information was provided by the initial reporter: the customer stated the "needle on the eclipse was clogged." "Customer states that the needle option proved unsuccessful in drawing blood for our population study."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced clogging/ blocked cannula. The following information was provided by the initial reporter: the customer stated the "needle on the eclipse was clogged." "Customer states that the needle option proved unsuccessful in drawing blood for our population study."